Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient could not hear any tones from their implantable cardioverter defibrillator (ICD). The alert tones were demonstrated for the patient but they nor the representative could hear them, but their relative could. They said that they have never been able to hear any alert tones. The device remains in use. No patient complications have been reported as a result of this event.